Manufacturer narrative:
A follow up was performed, and the response indicated that the customer had the oxygen pipe replaced; the device was returned to service. It was reported that there were no injuries. The device alarmed as it should have at the time the issue was discovered. The replaced part is not returning to philips as it has been discarded.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a low tidal volume. Based on the information currently provided and available, during clinical and therapeutic use of the device, it was noted that the patient's tidal volume was low (unspecified value) and also exhibited a low saturation of blood oxygenation (unspecified value) that was not corrected by the device therapy. The patient was placed onto a backup device where the saturation of blood oxygenation, tidal volume, and dyspnea were relieved. Clinical analysis of the complaint finds that the decreased patient¿s spo2 was a pre-existing condition that was not immediately corrected by initiation of therapy via the device and therefore the device did not cause and/or contribute to the desaturation. Furthermore, low tidal volume (unspecified value) and dyspnea do not constitute a serious injury, and therefore the device did not cause and/or contribute to a death or serious injury. Further information regarding this issue has been requested.